Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for routine follow-up; an episode of noise and increased pacing impedance were observed on the right ventricular lead. No patient symptoms were reported. No intervention was performed and the patient would continue to be monitored.